Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a drop in signal amplitude which resulted in an automatic disabling of the smart pass feature, leading to myopotential oversensing. It was suspected that a fluid accumulation at the s-ICD level due to a streptococcus epidermis infection likely generated the drop in primary vector signal amplitude. During a troubleshooting session, both secondary and alternate vectors showed good performance in terms of r wave amplitude and r/t ratio. Appropriate sensing and no noise oversensing were observed during isometric and postural movement including pocket manipulation and device tapping. Automatic setup was performed, including optimization, and alternative vector was chosen. The patient will continue to be monitored via the latitude remote patient monitoring system with technical services support. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to a drop in signal amplitude which resulted in an automatic disabling of the smart pass feature, leading to myopotential oversensing. It was suspected that a fluid accumulation at the s-ICD level due to a streptococcus epidermis infection likely generated the drop in primary vector signal amplitude. During a troubleshooting session, both secondary and alternate vectors showed good performance in terms of r wave amplitude and r/t ratio. Appropriate sensing and no noise oversensing were observed during isometric and postural movement including pocket manipulation and device tapping. Automatic setup was performed, including optimization, and alternative vector was chosen. The patient will continue to be monitored via the latitude remote patient monitoring system with technical services support. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.